Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015; 4473, lead, implanted: (B)(6) 2004.

Event description:
It was reported that there was a lead alert on the right ventricular lead for oversensing on the electrogram which inhibited pacing resulting a three thousand millisecond pause. The lead also had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.